Event description:
Per the physician refilling the pump, the pump had too much residual medication. The patient was referred to a neurosurgeon. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported the patient had had some decreased efficacy form the pump and upon interrogation per the patient, the residual volume at the time of the medication change was higher than it should be. The patient had an MRI of the lumbar spine which showed l1-2 stenosis with the facet disease. The patient saw the hcp to discuss treatment plans and the possibility of a pump malfunction. The patient was sent for x-rays to be done to look at continuity of the pump. The patient was also set up for a contrast study to make sure that there is flow of dye into the intrathecal space.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).